Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken wrist wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer confirmed there was no thermal damage observed. It was unknown if arcing was observed. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. Additionally, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. Moreover, the instrument was found to have localized melting near the grip base. The instrument passed the electrical continuity tests. The complaint was confirmed by failure analysis.